Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. :stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts on proximal rows 1-7 were undamaged; the remainder of the stent struts from mid-section of the stent up to the distal end of the stent were stretched distally over the distal markerband and damaged. The undamaged proximal section of the crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive pressure being applied to the delivery system during advancing attempts to cross the lesion. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Reportable based on device analysis completed on 23-jun-2017. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified distal left anterior descending (lad) artery. After advancing a 2.0 x 15 non-bsc balloon catheter over a non-bsc guide wire, a 2.50 x 12 synergy¿ drug eluting stent was advanced but failed to cross the lesion. The procedure was then completed with a drug-eluting balloon. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.